Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump keypad buttons were not sensitive. No harm requiring medical intervention was reported. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit received with intermittent up button due to flattened (creased) button dome switch. However, unit passed self test and displacement test. Pump history download using thds was successful. However, there is no data available on event date, unable to perform data analysis for unresponsive button complaint. Pump was cut and open found no moisture/damage on the electronics, battery connector, battery tube, motor, vibrator, keypad flex tail noted during visual inspection. No unlocked j2/lcd keypad connector noted. The test reservoir locked in place properly and no anomaly noted. Unit had cracked reservoir tube lip, stained address/serial number label, stained end cap sticker, scratched reservoir tube window. In conclusion, unit had intermittent up button due to flattened (creased) button dome switch was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.